Event description:
#25 inner sheath of acmi circon vaportrode resectoscope instrument system was used during a transurethral resection of prostate procedure, plastic tip broke off in two small pieces. The pt returned to the o.r. For post-op bleeding. Upon opening the bladder 2 pieces of white plastic found approx. 0.6" in length x 0.6" wide and 0.6" l x 0.4" wide.